Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. One split stream catheter was returned for eval. A visual examination of the catheter revealed a hole at the point where the lumens are bonded together, however, the arterial extension is assembled incorrectly on the catheter. The arterial lumen has been cut all the way down to the permanent bond section of the lumen. The extension assembly is fitted inside the lumen and sutured in place. We are unable to determine the cause of this event, it appears that user error may have contributed.

Event description:
It was reported that the catheter leaked at the split under the hub.